Event description:
A report was received from (B)(6) stating that at the time of maintenance, the graphical user interface (gui) went black and inoperative while in short self testing (sst). The technician rebooted but it didn't recover. No patient involvement was reported.

Manufacturer narrative:
An investigation is pending. Upon completion of the investigation a supplemental report will be submitted. Covidien reference: (B)(4).